Manufacturer narrative:
Attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their system explanted on an unknown date due to ineffective therapy. No manufacturer representative was present at the explant and further information is not available.